Event description:
It was reported while using bd nexiva¿ closed IV catheter system the needle didn't disengage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: in the gastroscope room, it was found that the safety valve could not be withdrawn during the preparation for puncture, which did not affect the patient and the user.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-nov-2022. H6: investigation summary: bd received a used 22 gauge nexiva unit from lot 2096051 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible damage to the v-clip or tip shield. Next, functional testing was performed by attempting to decouple the tip shield from the winged adapter and decoupling was not possible. The winged adapter could not be rotated, which was indicative of adhesive between the two components. The engineer used excess force to separate the tip shield from the back end of the catheter adapter and upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. Visual inspection under uv black light was conducted and adhesive was confirmed to be present on the components. Therefore, based off the visual inspection and presence of adhesive on the components the engineer was able to verify the reported defect. During manufacturing, adhesive may be incorrectly placed due to a leaking dispense system. Preventative maintenance was performed to maintain and ensure proper functioning of equipment and all records were found to be up to date with no issues. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all appropriate personnel to raise awareness of this issue and ensure that the adhesive dispense stations were operating as intended.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the needle didn't disengage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: in the gastroscope room, it was found that the safety valve could not be withdrawn during the preparation for puncture, which did not affect the patient and the user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.